Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2022-00544. It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on both leads. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The reported high impedance was confirmed. Visual inspection and electrical continuity testing of the returned lead identified one of the internal wires in the lead body that corresponded to channel 4 was broken. The broken wire is consistent with the lead being subjected to an overstress condition or sudden event while in-vivo.